Event description:
Review of the early product surveillance survey noted that "trial heads that does not hold properly on the trunnion of the stem."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown trial heads. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.